Event description:
It was reported that during a scheduled device replacement procedure for normal battery depletion, this existing implantable cardioverter defibrillator (ICD) device was taken out of the pocket, but the lead remained attached. The physician then used cautery, which was oversensed by the device and shocked the patient. The device reverted to safety mode and three faults were noted related to oscillator mismatch from exposure to cautery. The device explant and replacement procedure was ultimately completed successfully, and the device was returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed. The device was confirmed to be in safety mode. Review of stored memory verified that the device experienced three system resets during the time of electrocautery use, which caused the device to go into safety mode. Of note, this family of devices has been specifically designed such that if three system resets occur within approximately 48 hours, a device will enter safety mode. The behavior of this device is consistent with devices that have reverted to safety mode due to electrocautery. Design changes have now been implemented to enhance the robustness of electric circuits, such that a device would be able to withstand the rare occurrences of conducted energy that previously would have disrupted circuit performance.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed. The device was confirmed to be in safety mode. Review of stored memory verified that the device experienced three system resets during the time of electrocautery use, which caused the device to go into safety mode. Of note, this family of devices has been specifically designed such that if three system resets occur within approximately 48 hours, a device will enter safety mode. The behavior of this device is consistent with devices that have reverted to safety mode due to electrocautery. Design changes have now been implemented to enhance the robustness of electric circuits, such that a device would be able to withstand the rare occurrences of conducted energy that previously would have disrupted circuit performance.

Event description:
It was reported that during a scheduled device replacement procedure for normal battery depletion, this existing implantable cardioverter defibrillator (ICD) device was taken out of the pocket, but the lead remained attached. The physician then used cautery, which was oversensed by the device and shocked the patient. The device reverted to safety mode and three faults were noted related to oscillator mismatch from exposure to cautery. The device explant and replacement procedure was ultimately completed successfully, and the device was returned for analysis. No additional adverse patient effects were reported.